Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Unknown. What was the name of the procedure? Unknown. Did the needle break during use on the patient? Unknown. Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Unknown. Were x-rays taken to locate the needle piece(s)? Unknown. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Unknown. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. What was the size of the needle used? Ts needle, 4-0 monocryl c1041. What was the size of the needle that broke off into the patient? Unknown. Was more than half the needle retained in the patient? Unknown.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2018 and suture was used. The needle broke during use. There were no adverse consequences to the patient.